Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region#8 it was verified its non- osseointegration. Thirty(30) ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii, fenestration has occurred during surgery and bone graft was executed. Immediate load was not performed.